Event description:
The end-user's father complained about his son's unit. He stated about three months ago the end-user's foot got caught between the footrest and the easy lock chair lockdown system in the van; the end-user cut his foot and required six stitches. Footrest hangers that were too long, arm rests, shoulder straps, and midline joystick mount are all too loose.

Manufacturer narrative:
.